Event description:
On 10/19/98 pt had elective cardiac catheterization. Vasoseal vascular access device was utilized after catheter, but vasoseal was unsuccessful. Pressure dressing applied. On 11/20/98 pt returned with right swollen groin. On 1/17/99 pt returned with outer guide cannula for vasoseal device being removed from pt's groin.